Event description:
It was reported that this implantable defibrillation lead exhibited high out of range shock impedance measurements. The vector was programmed distal coil to proximal coil. The patient has a sub-q-array implanted as well and the physician inquired if reprogramming the vector would mitigate the out of range measurements. Technical services recommended bringing the patient into clinic for assessment of all vectors. Additional information was received from the field indicating the patient is scheduled for follow-up at a later date the alert threshold for ut of range measurements will be increased and at the time of device change out defibrillation threshold (dft) tests will be performed. No adverse patient effects were reported.